Event description:
It was reported that the focus grid on the 9800 system was drilled into by the surgeon and damaged. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The focus grid was replaced during the service call. The system was tested and found to be working as intended and put back into service.